Event description:
It has been reported to philips the etco2 port where monitoring tubing gets placed seems to be missing a piece. When you screw in an etco2 device, the monitor screen does not register that a device is present. We will need a loaner device to replace this unit until it is repaired.